Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow events could not be conclusively determined through this evaluation. Additionally, the report of pump speed increasing to 100 rpm above the set speed was confirmed through review of the submitted log files; however, these changes in the pump¿s speed are within design specifications and do not indicate an issue with the device. A direct correlation between the device and the reported events (the patient's small left ventricle and underlying hypertrophic cardiomyopathy) could not be conclusively established through this evaluation. The submitted system controller event log file captured transient low flow alarms on 13sep2021 and 14sep2021. Of note, elevated pulsatility index (pi) values were captured during the low flow events. The file also captured pump speed fluctuations which are expected of the pump¿s pulsatile mode of operation which intentionally increases the speed 2000 rpm above and 2000 rpm below the set speed. No atypical alarms or events were captured. The pump operated as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ provides explanations regarding pump parameter, including pump speed, and states that the device¿s rotor speed will periodically depart from the set speed value (2000 rpm above and 2000 rpm below the set speed) to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 2. ¿system operations,¿ provides indication of when the pump is operating in pulse mode and explains that while in this mode, the heartmate 3 pump will automatically modify its speed to create an artificial pulse once every 2 seconds. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is also currently available. This document outlines all system controller alarms as well as how to respond to each alarm condition and cautions the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for low flow alarms. The patient also had speeds of 5300 rpm even though the fixed speed was 5200 rpm. They experienced dizziness during these low flow events. The patient was admitted for a work up of low flow alarms and a right heart catheterization (rhc). Results from the rhc showed the patient has a small left ventricle and restrictive hemodynamics from the patient's underlying progressive hypertrophic cardiomyopathy. Due to this change in cardiac function, the patient was uplisted for a heart transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.